Manufacturer narrative:
Repairs have not been completed. A follow up report will be sent once the repairs are complete.

Event description:
The complainant stated that the CPR does not work. He has tried adjusting the CPR cable but the problem remains.